Manufacturer narrative:
No product has been returned for evaluation. The three month radiographic film was not provided therefore reported event was unable to be confirmed. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product returned remains in-situ.

Event description:
On (B)(6) 2010, a patient underwent an interlaminar lumbar instrumented fusion at l2-3 levels. At the three month post-operative visit, radiograph observation indicated the affix plate was off center. No treatment or revision procedure was reported.